Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Inspection of a photograph of the device confirmed the reported rupture. The cause of the reported rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be sent.

Event description:
It was reported that the bladder of an infusor lv5 ruptured while filling the device. There was no patient involvement reported. Additional information was requested and is not available.